Event description:
A (B)(6) year old female, admitted with diagnoses of acute stroke. She underwent endovascular procedure with stenting of the middle cerebral artery. The pt underwent follow-up arteriogram and during the procedure, the right femoral artery puncture site was closed with a perclose device. As reported device noted to have fractured upon retrieving. The pt required going to surgery for a right groin cutdown over the puncture site. Fluoroscopy used but foreign body not found, therefore, arteriotomy performed at which time surgeon was able to identify and retrieve the fractured tip of the perclose device.